Manufacturer narrative:
The device history record confirms that the bed passed the final inspection at the manufacturing site without any issues before being released to the market. The instructions for use for enterprise 8000x (746-585-en rev. 14) includes the following information regarding the safety sides: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement". Arjo device failed to meet its performance specification since the side rail detached. There is no indication of patient involvement at the time of an event. The complaint was assessed as reportable due to the side rail panel detachment from the side rail mechanism.

Event description:
Following the information provided the customer complained that the side rail was loose and needed to be replaced. Upon the evaluation of the bed it turned out that the side rail was detached. The arjo service technician replaced the side rail. The correct bed functionality was confirmed after the repair. It was confirmed by arjo service technician that the damage was a result of rough handling - driving the bed against the wall. There is no indication of patient involvement at the time of the event. No injury occurred.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once available.

Event description:
Following the information provided, the customer complained that the side rail was loose. Upon the inspection it was determined that the side rail was detached from the bed. According to the customer the rail has been clamped, which caused a detachment. There is no indication of patient involvement at the time of the event. No injury was sustained.